Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an alarm 41786. The event occurred during patient use.

Manufacturer narrative:
H3, h6 codes and h9: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the user interface, which never came out of reset. The issue was resolved by replacing the main board.